Event description:
It was reported that the device had missing patient sticker. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The field technician stated issue of ¿label - missing¿ was confirmed on the pump modules during the investigation. ¿ on 13dec2024 and 31dec2024, the pump modules were received unboxed and with paperwork. ¿ visual inspection of the source devices identified labels missing on each device noted in images 1 - 4. ¿ additional testing will be performed by bd san diego repair center after repair is completed, then routed through their normal repair processes. ¿ bd san diego manufacturing recommends replacing the missing labels on the rear cases. ¿ the report of the investigation to be attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had missing patient sticker. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.